Event description:
REPORTED VIA CLINICAL STUDY.It was reported that thrombosis occurred. A 31mm WATCHMAN FLX Pro LAA Closure and Delivery System (WDS) was implanted on (b)(6) 2025. The patient was discharged. At a 12 month follow up, on (b)(6) 2026, computed tomography (CT) imaging showed an 8mmx16mm thrombus. The patient was put back on Eliquis. There was no additional information provided.